Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
The device was found not to be within estimated longevity. The device was tested in the automated system; no anomalies were found. The battery was sent to the vendor for further analysis, and no anomalies were found that could cause the battery to deplete. The cause for the premature battery depletion was undetermined.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.